Event description:
Ambulance personnel were attending to a pt, condition unknown. The pt was reportedly countershocked once and converted to asystole. An attempt to externally pace the pt was made and however allegedly the device displayed a continuous leads off message and would not start pacing. The operator checked all electrode connections and could not determine a reason for the message. A dnr order was then issued and no further attempts to treat the pt were made. The pt was not resusciatated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.